Event description:
It was reported that the patient had no stimulation sensation and his symptoms had returned where he was using the bathroom more frequently and it was like he didn't have the device. There was no known incident or accident related to this complaint. It started not working in july. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the patient received a patient programmer replacement because his programmer wasn't connecting. The reporter stated that the patient was unable to adjust stimulation. It was noted that the patient didn't use a detachable antenna. It was reported that when using the replacement programmer, the patient got the sync screen and after trying to sync with the device, the programmer showed a poor communication screen. The reporter stated that the implantable neurostimulator (ins) was last checked by a clinician in (B)(6) 2012. It was unknown how much of the ins battery had been used. The patient planned to contact his healthcare provider about the event.

Manufacturer narrative:
Product ID, 3093-28 lot# v157978, implanted: 2008 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer. (B)(4).

Manufacturer narrative:
Product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).